Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead insertion into the ICD header was difficult. The physician used oil and insertion was completed. Patient condition is unknown.